Event description:
On (B)(6) 2026, a sales representative reported via phone that an ar-3636 knotless 1.8 fibertak soft anchor had the tip break off in a patient during a case and was left inside during a meniscal root repair. This issue was discovered after the case during a post surgery x-ray.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.